Manufacturer narrative:
The insulin pump was received with reservoir tube lip completely broken off noted. The test reservoir p-cap does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test due to reservoir lip broken. (B)(4).

Event description:
Information received by medtronic indicated that the reservoir compartment had damaged. Customer stated that the reservoir did lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.